Event description:
It was reported by a company representative that the plate cutters have chips on both tips and along the cutting edge.

Manufacturer narrative:
The investigation shows that the product subject to the complaint had reached its life time at the event date of the reported incident. The relevant quality documents indicate that the product was manufactured according to specifications and was accepted into stock without any discrepancies. There is no indication for a quality issue with the article in question, nor is there any indication for a deviation from the defined quality specifications within development or manufacturing. No indications for unusual or unexpected circumstances could be identified, either. Moreover, it is to be concluded that the reported incident originated from a common case of wear and tear resulting from aging as it is to be expected with mechanical medical devices subject to reprocessing after reaching their life time, not making any further action necessary. This complaint will be considered in statistical analyses at frequent intervals.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that the plate cutters have chips on both tips and along the cutting edge.